Manufacturer narrative:
System logs were not available for review. The exact event date was not provided.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. Additionally, the patient also sufferred stroke. The patient was reported to be doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.